Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00282. It was reported that the rotawire was broken. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus burr and a rotawire were selected for a rotational atherectomy treatment procedure. During the preparation, it was noted that there was a little resistance felt upon advancing the burr catheter over the rotawire. When the physician tested the device, it was also noted that it did not sound right. He then rechecked the rotational speed; however, at that point the rotawire broke. The procedure was completed with another of the same of each device. There were no patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out. No visual issues were noted. A connect/disconnect test and a tug test were carried. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to wire guide the returned unit using a test wire guide. Resistance was met in the annulus of the burr. The burr was microscopically examined. The annulus of the burr was misshapen. Product analysis of the returned device indicates the rotating burr came in contact with the guidewire resulting in the guidewire fracture and the damaged annulus. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip.¿ (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00282. It was reported that the rotawire was broken. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus burr and a rotawire were selected for a rotational atherectomy treatment procedure. During the preparation, it was noted that there was a little resistance felt upon advancing the burr catheter over the rotawire. When the physician tested the device, it was also noted that it did not sound right. He then rechecked the rotational speed; however, at that point the rotawire broke. The procedure was completed with another of the same of each device. There were no patient complications reported and the patients condition is fine.